Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient used to recharge every three days and now is recharging every day, and was unsure if that was normal. The patient was not aware of any changes to programming, but noticed that the ins would not charge completely; charging would show complete but the ins would be only 3/4 full. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for complex regional pain syndrome type 1 and spinal pain.